Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient experience syncope. Boston scientific technical services (ts) was contacted for assistance and discussed that the programmed output was greater than the patient's thresholds. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient's device was checked about one month after the syncopal event. Device measurements were found to be within normal ranges and the patient had no further complaints or issues at this follow-up appointment. This device remains in service. No additional adverse patient effects were reported.